Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms causing a lead safety switch. The patient was brought back in for an evaluation and the system was reprogrammed to unipolar mode. The pacemaker remains in service as the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that this pacemaker and right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead body was observed to have been damaged. The rv lead was explanted and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.